Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were "250 mg/dl in the a.m. And 236-250" per ccr. Customer re-tested and the readings were "47-166". Tests were done within 10 minutes, "customer reading feel out of the range of 20%". (Per ccr) patient did not experience any adverse events. No further information has been reported.